Event description:
It was reported that patient faced issue with infusion set on (B)(6) 2026 as tape did not stick. The event occurred on the same of insertion and the site of insertion was thigh.

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 3003442380.